Event description:
During the operative procedure, the surgical clip applier obtained from a prepacked cholecystectomy tray, was deployed twice and then found to be empty. There are normally 20 clips in each applier. It was further noted during the procedure that both clips that had been applied, had failed and did not properly ligate the artery. A second clip applier was then used to complete the case without further incident. Hemostasis was achieved and the surgical procedure was completed without harm to the pt.